Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting rhythm. An x-ray was performed and the s-ICD in the pocket was not in an optimal position and this was repositioned. Subsequently, successful defibrillation threshold (dft) testing was performed. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h6: impact codes.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting rhythm. An x-ray was performed and the s-ICD in the pocket was not in an optimal position and this was repositioned. Subsequently, successful defibrillation threshold (dft) testing was performed. Additional information received indicates that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: impact codes.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting rhythm. An x-ray was performed and the s-ICD in the pocket was not in an optimal position and this was repositioned. Subsequently, successful defibrillation threshold (dft) testing was performed. Additional information received indicates that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.